Event description:
It was reported by the rep that (1) tct75 was used during a thorocotomy with adhesiolysis procedure. It was reported that the surgeon placed the device across the adhesion and attempted to fire. The unit locked up. The case was completed with another device and without pt consequence.